Event description:
It was reported that the patient was taken to the emergency department. The patient was cool and dusky with mottling from the chest to the toes upon arrival. The system controller was alarming "call hospital contact." The patient had no pump hum upon examination and the rhythm was asystole or fine ventricular fibrillation on telemetry. The patient had 2 system controllers on their lap upon arrival, each connected to one battery, but the driveline was only loosely connected to one of the system controllers. The details leading up to the driveline misconnection were unknown. The nurse immediately connected the driveline, and the pump hum became audible. The patient was intubated during this time. The rhythm remained asystole or fine ventricular fibrillation. Advanced cardiovascular life support (acls) drugs were administered, and the patient was defibrillated at 200 joules with no improvement in rhythm. The patient coded and passed away. The outcome was not considered device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: date of death corrected section d1: brand name corrected section d4: catalog number and primary UDI corrected section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the report of the driveline being loosely connected to the system controller could not be confirmed as no log files were provided by the account. A specific cause for this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.